Event description:
It was reported that a (B)(4) study patient experienced shoulder pain beginning (B)(6) 2013. Level c5-6 was not fused as anticipated. It was also noted the severity of the event was mild, no action was required, no impairment, and no treatment as a course of action. The current state of event was noted as ongoing, long time follow-up with no treatment plan. The investigator concluded the event was possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted. This report is for an unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Implant date unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown, part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.